Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one pod coil in the target location. While advancing the next pod coil, it became stuck in the middle of the lantern. Upon removal from the microcatheter, the physician inadvertently kinked the pod coil pusher wire. It was also reported that the physician inadvertently broke the lantern at approximately thirty-nine centimeters from the distal end and kinked it at approximately fifty-three centimeters from the distal end. It is unknown when the damage occurred; however, the lantern remained in one piece and was removed from the patient. The procedure was completed using another pod coil, eight pod packing coils (pod pcs), a non-penumbra microcatheter, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the mid-shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink may occur. If a kinked device is further manipulated, the damage may worsen to a fracture. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.